Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy procedure, at the fifth firing in gastric tube construction, the staple could not be placed properly into the tissue. The procedure was completed with another device. There was no patient injury.